Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A dissection occurred in left common carotid artery upon placement of arterial sheath and 0.014" guidewire. The guidewire was likely in the dissection plane, and when it was removed from the sheath, it stretched/uncoiled. The case was converted to a carotid endarterectomy.